Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer states that they had noticed that incorrect results for one pt had been incorrectly transmitted from the cell-dyn sapphire analyzer to the lab info system (lis).the barcode read correctly and pt name and sequence number were correct but the results received at the lis did not match the results generated by the cell-dyn sapphire analyzer. Incorrect results were reported from the lab and a corrected report was sent when the error was identified. The incorrectly transmitted data included the following: wbc=5.2 k/ul, hgb = 14.6 g/dl and plt = 229 k/ul. The corrected data report included the following; wbc=9.0 k/ul, hgb=12.6 g/dl and plt=161 k/ul. No impact to pt management was reported.